Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08735. It was reported that noise was noted on the patient's right ventricular (rv) lead. When the patient presented for device change out due to normal battery depletion, the old rv lead was removed, and the new rv lead was attempted to implanted into the vein via sheath. Upon moving the lead distally in the vein, it was noted that the lead was hitting a subclavian vein blockage. The physician attempted to manipulate the lead, but it was unsuccessful. The old rv lead was not explanted. The device was changed, and new device was connected to old rv lead. The patient did not experience any adverse consequences.